Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode.

Manufacturer narrative:
This supplemental report provides the results of manufacturing history review. A review of the lot history / device history record shows that the lot passed final release testing, including verification of labeling and packaging with instructions for use.

Manufacturer narrative:
This supplemental report updates the lot number, provides the results of device evaluation. The device was returned to olympus for evaluation. The evaluation did not duplicate the report of the teflon pad coming off. Instead the evaluation found that the probe had broken off and that the teflon pad, was present but split crosswise, exposing metal.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Based on similar reports, a potential cause for the teflon pad damage is operator's technique. The instruction manual contains several warning statements to prevent damage to the teflon pad: ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿

Event description:
Olympus was informed that during a tlh procedure, the teflon pad detached, exposing metal. The teflon pad fell into the patient and was retrieved with forceps. There was no report of patient injury, and the procedure was successfully completed with another thunderbeat device.